Manufacturer narrative:
The reported event of sensing anomaly was not confirmed. As received, a complete lead was returned in one piece. The helix was extended with traces of blood/body fluids. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
It was reported during implant procedure that the right ventricular lead displayed poor sensing. The lead was exchanged successfully. There were no patient consequences.